Manufacturer narrative:
Information contained in this report was previously submitted through psr on 10/15/2018. A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade IV.

Event description:
Patient reported right side capsular contracture, baker grade unknown, "big knot", and "dimpling". Additionally, healthcare professional reported and confirmed baker grade IV. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, g1, h6.

Event description:
Patient reported right side capsular contracture, baker grade unknown, "big knot", and "dimpling". Additionally, healthcare professional reported and confirmed baker grade IV. Device has been explanted.